Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to non-compatibility with remote monitoring. The device was replaced successfully. Outside of the revision, no adverse patient effects were reported.